Event description:
It was reported by the customer that a pyxis anesthesia system (pas) drawer 5 was jammed. Customer stated that it is causing a delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was jammed. A field service engineer removed medication it causing jam to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.